Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported performance breakage suture. A dispensed needle/suture was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and the suture strand present body fluids, marks and the suture end was observed detached do the stress applied to the strand, appears to be by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the performance breakage suture, is suggest an improper handling. Two representative samples, an unopened sample and an opened sample, were returned for evaluation. During the visual inspection of the samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on unknown date in 2019 and suture was used. The suture snapped during use. There were no adverse patient consequences reported.